Event description:
It was reported that two days post-op of a laparoscopic low anterior resection procedure, the patient became sick and was returned to the o.r. They suspected a leak but found that the patient needed an appendectomy. The appendectomy was performed and two days post-op of the appendectomy, the patient developed a posterior anastomosis leak. The patient was taken back to the or and the surgeon performed a diverting ileostomy. The patient will have a reversal in approximately two months. The patient was released eight days post-op from the original procedure. No return device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).